Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead had a high and out-of-range defibrillation impedance on two vectors. The patient was in stable condition and would continue to be monitored.

Event description:
Additional information - it was reported that the right ventricular lead was capped and replaced due to the high defibrillation impedance on (B)(6) 2021. The patient was in stable condition post-procedure.